Event description:
It was reported that markerband detachment occurred. An accustick¿ ii was selected to treat the target lesion. During the procedure, it was noted that the markerband slid proximally to the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).